Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The return of the device may have assisted in the investigation of the reported event. The clip was found to be fixed in place and use as a reference point to indicate the location of the dissection in the iliac. Depth of subcutaneous tissue tract: the starclose se device may be used to depths where the compatible 11 cm starclose introducer sheath or exchange system has been used to access the vessel. The length of the flex guide is intended to facilitate introduction into various the depths of subcutaneous tissue tracts. In normal use it is unlikely components of the device components should reach the location of the reported external iliac dissection occurred. It was reported that the uterine artery was embolized; the illiacs over to contralateral side of the patient were crossed to access the target site. The distant between the external iliac artery dissection and the side branch artery dissection and the side branch artery which was accessed to get to the target artery was approximately 120 mm. It should be considered that the dissection occurred as a result of the guide wires and catheters used during the procedure; however, this can not be conclusively determined in this investigation. In consideration of the reported patient effect of diminished pulse and the reported correct deployment of the starclose device, there does not appear to be any relationship between the device and this reported effect. Based on reported information, inspection criteria and the instructions for use, the cause of the reported patient effects, of intimal dissection, diminished pulse and surgical procedure could not be determined. It also could not be determined if the dissection occurred as a result of the procedural devices. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. A search of the lot history record (lhr) and the corrective action tracking system was performed (for the lots sold to this account, during the time period of the reported event) and due to the device used in this case was not returned and the lot number was not provided, the search revealed no nonconforming material record associated with these lots. There is no indication of a lot specific product quality deficiency as a search of the lhr for the most likely device lot used in the closure indicated. No ncmrs for the lot were found and searches of the complaint database indicate no related incident.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was achieved using a starclose se after an uterine fibroid embolization procedure. Reportedly, the clip of the starclose se was deployed successfully and hemostasis was achieved. The following morning the patient experienced low pulse and taken to surgery. During surgery it was found that an external iliac dissection occurred which was treated with a by-pass graft. A 6fr sheath was used. The fellow is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information. Estimated date of occurrence, the event was reported to have occurred one year ago.